Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9814, serial # (B)(4), description: superion ids 14mm.

Event description:
A report was received that during a two implant surgery while the physician was malleting the second spacer the lamina broke and the spacer advanced further than the physician would like. Since a break was suspected the physician determined the safest thing to do was to remove both spacers. The patient was able to walk following the procedure. The patient was admitted to the ER the night of the procedure for pain control. A CT was taken to determine both lamina and spinous process breakage at l3/4 and l4/5. The patient was discharged from the ER after the pain was controlled.